Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly the customer used cold insulin to fill the cartridge. Cts assisted caller in loading a new cartridge following proper load technique. Customer loaded a new cartridge to resolve the issue.